Manufacturer narrative:
The return device analysis was unable to confirm reported physical resistance when advancing delivery catheter (dc) handle and dc shaft positioning issue. However; scratches on dc handle coupler were observed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance when advancing dc handle could not be determined. Additionally, the reported unintended movement appear to be a cascading event of reported physical resistance. Furthermore, the observed scratches appear to be caused by user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. An xtw clip delivery system (cds) was prepared and inserted; however, resistance was noted during advancement and positioning, which resulted in the clip jumping. No tissue damage was caused by the resistance or clip jumping. The clip was successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.